Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent removal procedure, the stent was noticed to be calcified and could not be removed. The stent had been indwelling for three months. Another procedure was performed on (B)(6), 2012 to successfully remove the stent by an unknown method. All other information, including the patient's condition, is unknown. If additional relevant information is obtained, a supplemental report will be submitted. Additional information received on (B)(6), 2012 stated that an endoscopic laser was used to successfully remove the stent.

Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent removal procedure, the stent was noticed to be calcified and could not be removed. The stent had been indwelling for three months. Another procedure was performed on (B)(6) 2012 to successfully remove the stent by an unknown method. All other information, including the patient's condition, is unknown. If additional relevant information is obtained, a supplemental report wil be submitted.

Manufacturer narrative:
(B)(4): stent calcification.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex plus ureteral stent revealed that the stent was calcified inside and outside. It was not possible to pass a guidewire through the stent during investigation due to the calcification inside the stent. Most likely, the stent could not be removed properly due to the calcification found inside the stent.